Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: due to a bad charged coupled device and needs to be replaced. A device history review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image. The issue occurred during preparation for use for a therapeutic operative hysteroscopy procedure that was completed using the same set of equipment. There were no reports of patient harm.